Event description:
It was reported the patient has been scheduled for an scs ipg explant. At this time, the reason for the explant is unknown. It was also reported, per the physician's office, the patient has been admitted to the hospital for an unknown reason.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.